Event description:
A facility reported a cerelink monitor displayed an error message indicating that monitor has to be changed. Medical staff changed the monitor and it was functioning correctly.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
Cerelink monitor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - no anomalies were observed, the cerelink unit. The complaint could not be duplicated. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation.